Event description:
Patient with diagnosis of heart block had pacemaker inserted on 4/5/99. Episode of non-pacing noted. Lead failure diagnosed and patient returned to or for replacement of pacemaker leads on 4/7/99.